Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported encountering an unspecified sensor error message and was issued a replacement device. Due to a delivery issue, the customer did not have a device to monitor glucose and experienced a loss of consciousness. The customer indicated they were able to treat themselves with novolog insulin (dose unknown). No third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per customer's report of "after christmas". All pertinent information available to abbott diabetes care has been submitted.